Event description:
Home care user reported that the device was in use for infusion. Once removed from use on (B)(6) 2013, the device cannula was found to have broken off with a portion remaining under patient skin. The caregiver brought patient to general practitioner and device cannula was removed with tweezers. No permanent adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.